Event description:
It was reported that 40 bd ultra-fine¿ nano pen needles with pentapoint¿ comfort/easyflow¿ technology clogged and failed to deliver insulin during use. The following information was provided by the initial reporter, translated from portuguese to english: "informed that uses the needles for several years to apply insulin, and it's not the first time she finds the needles clogged, but she only has the batch number of the last purchase, reports that approximately 40 needles are clogged. She performs the flow test, but nothing comes out."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out for lot 0106044 and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 40 bd ultra-fine¿ nano pen needles with pentapoint¿ comfort/easyflow¿ technology clogged and failed to deliver insulin during use. The following information was provided by the initial reporter, translated from portuguese to english: "informed that uses the needles for several years to apply insulin, and it's not the first time she finds the needles clogged, but she only has the batch number of the last purchase, reports that approximately 40 needles are clogged. She performs the flow test, but nothing comes out."